Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluation: lens was returned in liquid, in a lens vial. Visual inspection found a scratch through the optic. (B)(4).

Event description:
The reporter stated that the surgeon changed from a cc4204a, +21.5 diopter, implantable single piece collamer lens to a different lens due to a broken capsule that occurred prior to implantation. The reporter stated that it was not an issue with the lens. There was no vitrectomy and no sutures needed. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Cc4202a to cc4204a. (B)(4).